Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4)

Event description:
It was reported that during the implant procedure, the lead would not go down the vessel. The lead was removed and another lead model was placed. No patient complications have been reported as a result of this event.